Manufacturer narrative:
Field service engineer performed vr board and x-ray generator calibration. Tested system per maintenance section of sedecal generator service manual 750968. System passed operational tests, unit fully functional and returned to service.

Event description:
On 5/4: customer reports pt undergoing a ureteroscopy for stone extraction and stent placement when fluoro failed. Customer completed procedure with use of portable c-arm fluoro. No reported injury.